Event description:
The customer reported obtaining false negative results on two occassions for hepatitis b surface antigen (hbsag) for two samples from the same pt. The pt was known to be positive for hbsag since birth. Both pt results were processed using an expired reagent kit lot. There was no report of pt harm as a result of this event.